Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that blood glucose elevated one hundred points within fifteen minutes and was not sure if meter was working correctly. During troubleshooting, customer reported that healthcare professional made some changes to programming to assure blood glucose does not drop too low. Customer reported that a couple of months prior to call, blood glucose was 600 mg/dl and was treated with infusion set change and manual injection. After troubleshooting, customer was advised to monitor insulin pump.